Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(B)(4). It was reported that a pneumothorax developed after difficulty inserting the left ventricular lead. The pleural fluid was drained and the patient is well.